Event description:
The user reported that the hearing performance with the device has been decreasing since (B)(6) 2024. The electrode array has been reinserted. Per his aud, he is now doing well.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a partial post-operative migration of the electrode out of cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user reported that the hearing performance with the device has been decreasing since (B)(6) 2024. Post-op imaging (otoplan) shows 4 extra-cochlear channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the hearing performance with the device has been decreasing since (B)(6) 2024. It is unknown whether a reinsertion or revision is currently being considered by the clinic. Also, the next appointment date and plan of action are still unknown.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a partial post-operative migration of the electrode out of cochlea. No information on possible further steps has been received.